Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause was due to some kind of stress, such as damage or deterioration of parts. The most probable cause of this complaint is an expected or random component failure without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the adhesive on the bending section cover was found to be peeling off. There was no patient involvement.